Event description:
It was reported that an ilet user experienced repeated alert 32 events indicating a delivery motor communication error despite multiple restarts, and a replacement ilet was arranged. Symptoms included no adverse clinical effects, with blood glucose reported in range. Outcomes included continued use of cgm with the dexcom app or receiver and instruction on device shutdown and data syncing prior to return. Investigation included review of device-reported alerts and case details, verification of shipping and return logistics, and initiation of device replacement. Investigation of this case revealed a motor processor communication malfunction consistent with a delivery motor communications fault. It was concluded that the cause was a device component malfunction of the delivery motor communication pathway.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."